Manufacturer narrative:
Qn# (B)(4).

Event description:
The complaint is reported as: "respiratory therapy (rt) expressed concern that after 2-3 weeks or longer of patient being intubated, the ink is wearing off of tubes making it difficult to determine position of the tube which leads to the need for a chest xray of these really yound pediatric patients. Rt does admit that due to the humidity and secretions, the tape that holds the et tubes does need to be changed a bunch". No patient injury reported.

Manufacturer narrative:
Qn#(B)(4). No sample was returned for evaluation; therefore five representative samples were taken from production at the manufacturing facility and testing was conducted to determine the effects of chemicals (ipa, mek, mk72, hand gel, lidocaine) towards the tube markings. It was determined that the application of mek and mk72 could completely remove the tube markings. The defect reported in the complaint was detected after 2-3 weeks of use, and the marking was legible prior to intubation, which eliminates the possibility of using mek and mk72 as these chemicals are used during manufacturing and would be detected prior to intubation. The complaint of tube markings erased was could not be confirmed as no sample was returned. It is not known why the tubing marks would have been erased. There have been no changes in terms of ink composition and process at the manufacturing facility that could cause the ink to fade.

Event description:
The complaint is reported as: "respiratory therapy (rt) expressed concern that after 2-3 weeks or longer of patient being intubated, the ink is wearing off of tubes making it difficult to determine position of the tube which leads to the need for a chest xray of these really yound pediatric patients. Rt does admit that due to the humidity and secretions, the tape that holds the et tubes does need to be changed a bunch." No patient injury reported.